Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report they have an allergic reaction with the use of the 4x4 island dressing, it leaves blisters, and discolors her skin. No further information was provided.

Manufacturer narrative:
This event was initially reported to the FDA via voluntary medwatch mw5168381. Since no lot number was provided, a thorough investigation cannot be performed. The manufacturer confirmed that there was no change on used adhesive, manufacturing technology was found. The adhesive grammage, peeling strength were all checked before the release. Therefore, no root cause could be determined, and the manufacturer states that this event could be related with use condition, pasting time, pasting method, pasting position and personnel skin status.